Event description:
It was reported that the patient has expired after a implant duration of approximately 2.5 months, due to unknown reasons. It is unknown if the death was device related. Patient also two other devices implanted; please reference the other medwatch reports (for information on those devices). No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the cause of death was due to endocarditis. The operative report was also provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and there was no nonconformance found related to this event.